Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.  Initial reporter zip code is entered as "00000" to meet the maximum allowable characters. Initial reporter zip code is (B)(6).

Event description:
The customer reported low spo2 values are displayed that don't match the clinical state of the patient, irregular or flat pleth occurs. Sometimes the led of the sensor does not work. Cables are defected; they show low spo2 values and/or no constant measurement. No patient impact or consequences were reported. No patient impact or consequences were reported.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported low spo2 values are displayed that don't match the clinical state of the patient, irregular or flat pleth occurs. Sometimes the led of the sensor does not work. Cables are defected; they show low spo2 values and/or no constant measurement. No patient impact or consequences were reported.